Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Investigation has been completed based on current info. No further action is warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based of these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/23/2011 and 09/15/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).